Manufacturer narrative:
Investigation summary: reviewing attached picture, the complaint description can be confirmed that the cross recess at the screw head is torn. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. Device history lot: part: 145.321s, lot: 5l00964, manufacturing site: (B)(4), release to warehouse date: 14. June 14, 2019, expiry date: june 01, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.503.104.20, lot: h858576, manufacturing site: (B)(4), manufacturing location: (B)(4), manufacturing date: mar 25, 2019 , part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: h858576 (non-sterile), lot quantity: 340. Six pieces were scrapped in cell , flow pack/label, for being an excess packaging quantity. Work order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet, inspect dimensional / final inspection ns030599 rev ad met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h692284, lot quantity: (B)(4). Certified test report supplied by (B)(4) company dated jul 05, 2018 was reviewed and determined to be conforming. Lot summary report dated jul 16, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: aug 13, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the cranial defect surgery, when surgeon final tightens the screws, the cross threads of screw head was peeled. Six screws were in the same issue. The surgeon checked the connection among the screw, plate and peek, decided to remain the screws. There were no adverse consequences to the patient. It was unknown if the surgery was completed successfully. Updated concomitant devices reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1), unknown peek (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for (1) mmsi driver shaft for red screw. This is report 1 of 1 (B)(4).